Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event suppurative inflammatory granulomatous process (pt: injection site granuloma), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00115960, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance's were noted related to this lot.

Event description:
The reported events pain, erythema, serous secretion, hardened, nodules and inflammatory were considered as symptoms of granulomatous process and were therefore not coded. This spontaneous report was received from a brazilian physician via a sales representative and concerns a 61-year-old female patient (height: 165 cm, weight: 60 kg). She was injected with a total of 1.5 ml of radiesse, into the forearm, for dermatoporosis of the arms, on (B)(6) 2024. Batch number was reported as a00115960 (expiry date: 03/2025). The batch record review was received and the lot number for radiesse was confirmed as a00115960 (expiry date: 03/2025). A lot search in the global safety database was conducted. Radiesse was diluted in a 6 ml dilution. A 22g cannula was used for the injection. The patient was injected with 0.75 ml into the right forearm and with 0.75 ml into the left forearm. The patient had aesthetic treatments in the past. The patient had no allergies. The patients surgical interventions, concomitant medication and medical history were reported as none. On (B)(6) 2024, 5 days after the radiesse injection, the patient experienced hardened nodules, pain and erythema in the forearm, at the entrance points of the cannula. Corrective treatment included cefadroxila (1g perday for 10 days), sulfamethoxazole + tmp (800mg for 14 days), clarithromycin (1g daily for 10 days), prednisone (40 mg for 10 days), topicals (mupirocin, kollagenase and regederm) but there was no improvement. A dermatological ultrasound was performed and showed no accumulation of product in any area. The condition advanced with drainage of serous secretion in one of the nodules. The patient was not hospitalized. On (B)(6) 2024, gram and baar cultures were performed and both were negative to the present moment. A biopsy was performed and showed a suppurative inflammatory granulomatous process. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was not life threatening, not permanent and did not lead to a new diagnosed chronic disease and intervention.

Event description:
Follow-up information was received on 19-jul-2024: one syringe of radiesse was divided between the two forearms. Five days after the radiesse injection, it was noticed all the entrance ducts were edematous. The patient started using cefadroxil, but with an incorrect dose. There was no improvement after a week. The physician changed the medication to bactrim f after associating it with clarithromycin (as reported). During a trip and while using the antibiotic, the patient experienced secretion draining, from just one nodule. On ultrasound, it showed panniculitis around all the nodules, without accumulation of hydroxyapatite. In (B)(6) 2024, a biopsy was performed and sent for culture, it was negative for fungi or mycobacteria. The physician tried to perform dilution. No more secretions were leaking at the time of this report. The patient underwent a hip replacement surgery 3 weeks prior to the time of this report, in (B)(6) 2024. The physician did not see the patient since then, but she sent a photo of the lesion, which still remained. The outcome of the event remained unchanged.

Event description:
Follow-up information was received on 15-aug-2024: at the time of this report, one of the lesions was showing fibrosis. Corrective treatment included antibiotic for a few weeks, and doxycycline. The condition was in the process of resolution. Due to the provided information, the outcome of the event was considered as resolving (changed from not resolved).